Event description:
A medical device called onq was inserted into the area of my surgery for pain management. The device either malfunctioned or was incorrectly implanted by the doctors at (B)(6) hospital in (B)(6). I was in great pain following the surgery and told to take aspirin. They gave me tylenol for the pain since I have adverse reactions to most pain medication other than morphine, usually 15 mg. The device never delivered medication or if it did it didn't continue to do so. I still have the device and it is full. After three days I was told to discontinue the use and pull out the tube. When the tube was removed, nothing came out. The lot number of the onq 142651. It contains 335 ml and was supposed to deliver 2 ml/hr. You would think that after three days the container would not be as full as it is.